Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2019 wherein the existing l1 drg lead was explanted, but not replaced. Surgical intervention may take place at a later date to re-implant patient with a new drg lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy with their drg system. System diagnostics indicated the l1 drg lead had multiple contacts with high impedance values. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Other serious (important medical events)' should have been selected in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.